Manufacturer narrative:
The initial MDR 2432235-2016-00155 was filed on march 25th, 2016. Additional information (04/23/2016): a siemens customer service engineer (cse) re-aligned the sample manager. The cse tested the instrument, and the instrument is performing according to specifications. The cause of the cracked tubes is unknown. No further evaluation of the device is required. Corrected information (04/23/2016): there was no delay or impact to patient testing, as testing was already complete when the tubes were cracked. There were no injuries due to the cracked tubes. Appropriate personal protective equipment was worn to handle the cracked tubes.

Event description:
There was no delay or impact to patient testing, as testing was already complete when the tubes were cracked. There were no injuries due to the cracked tubes. Appropriate personal protective equipment was worn to handle the cracked tubes.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer rebooted the sample manager but the issue persisted. Siemens is investigating this issue.

Event description:
An advia labcell automation system sample manager robot hit and cracked three sample tubes. It is unknown if the sample was spilled. It is unknown if this impacted patient testing. There are no reports of patient intervention or adverse health consequences due to the cracked tubes.